Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's report of secondary infused too fast and was not confirmed. The requested log review has been completed. The infusion was programmed as a secondary infusion of vancomycin, concentration of 750mg/150ml on (B)(6) 2013, at 8:02pm, to infuse at a rate of 100ml/hr with a vtbi of 150ml. Once the secondary infusion completed in an hour and a half as programmed, the primary infusion of IV fluids began at a rate of 50ml and vtbi of 950ml. Approximately after 10 hours, the infusion was terminated when the pump module was manually removed; a total of 511.816ml of the IV fluid had infused. A total of 661.819ml between both the primary and secondary bags was noted to be infused, not approximately 1200ml as reported. There was no note of the primary infusion completing as programmed. The infusion program did not transition to kvo at 11:00pm as reported. The pump was infusing and there was no unusual pump activity at that time. The root cause for the customer's reported infusions finishing too fast was not determined during the log review. No administration set was returned for evaluation.

Event description:
The customer reported a vancomycin secondary infusion infused to fast. A new vancomycin bag was hung at a rate of 10ml/hour. The entire secondary bag and primary bag infused over 2 hours, approximately 1200ml, in which the device read 338ml was infused. The pump module beeped notifying the nurse that the infusion switched to kvo status with the primary rate infusing at the 10ml/hour but the drips looked like they were much faster than 10ml/hour rate. Vancomycin 750mg was diluted in 165ml and this dilution was not set in the data set. The customer is requesting event log review for programming and volume infused. No patient harm or medical intervention occurred. No further patient/event information was reported. Manufacturer's report number: 2016493-2013-00472. (B)(4).